Event description:
During an acl reconstructive surgery, the implant broke into 2 to 3 fragments after it was almost inserted into its correct position. The surgeon had to use a forceps to extract the broken pieces of the screw out, which causes a long delay to the surgery. The surgeon then reverted back to implanting another screw of the same size to complete the surgery.